Event description:
It was reported the patient was receiving stim in the wrong location; in the thoracic area. The lead was replaced; however, the thoracic stim continued. Reprogramming was done and the patient was going to try the new settings for awhile.